Event description:
It was reported that this system with a pacemaker and a right ventricular (rv) lead showed what appears to be questionable capture on two paced beats at one episode. Also, some atrial under sensing is observed at other episode. The pacemaker and the rv lead remain in service. The patient reported symptoms that may correlate to stored episodes. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.